Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower encountered a door failure. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es auxiliary tower used in this incident, it was determined that the tower door was double clicking. A field service engineer adjusted all door wire harnesses to the microswitches and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.